Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient experienced bleeding per rectum and underwent a lower gi scope in which an unspecified area was clipped. During this time, the patient's inr had decreased to around 1.6-1.7 where normally it had always been therapeutic. The patient also received a unit of blood. The patient underwent an upper gi scope on a later unspecified date. An unspecified area was clipped, which was reported to be likely due to trauma caused by scoping. Approximately one week later on (B)(6) 2016, the patient noticed a change in tone coming from the device. When looking at the device parameters, the patient noticed elevated pump power consumption and flow estimation. The patient was hospitalized and administered heparin. A ramp test showed no evidence of obstructive thrombus. A blood sample showed no increased hemolysis parameters and anticoagulation was increased. A cause for the atypical device parameters was not clearly identified and no equipment was exchanged. Pump power fluctuated over the course of the weekend but had reportedly been normal since (B)(6) 2016. The patient's hemoglobin level continued to be low, however not to the same extent it had been previously. The patient reportedly feels well. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The report of pump power elevations and calculated flow elevations was confirmed based on the submitted system controller log file; however, specific causes for the events and for the reported gi bleeding could not be conclusively determined. The system controller log file captured pump power elevations greater than 10 watts and estimated flow elevations up to 11.3 lpm; however, no adverse alarms were captured. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that therapy was withdrawn on (B)(6) 2016 after which the patient expired. Therapy was withdrawn due to a continued subdural bleed, which was reported to be possibly due to increased anticoagulation due to the hemolysis. No further information was provided.